Event description:
A patient reported an issue with the sticky on button of the pump, which required multiple presses to turn it on. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting and was in the process of getting a new pump, with no further actions required.